Manufacturer narrative:
The insulin pump was received with a blank display due to the corroded electronic assembly. A corroded motor assembly was noted during the visual inspection. They were unable to confirm the button error alarm due to a blank display. However, corroded keypad traces were noted during visual inspection. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer had moisture damage on the insulin pump. Customer's blood glucose was 8.1 mmol/l. Customer stated that the pump was dropped in the water while swimming. Customer stated that she can see condensation inside the screen. Customer also received a button error alarm and was advised that the pump will need to be programmed. Customer was advised that the pump will need to be replaced. Customer was also advised to revert to back-up plan.